Event description:
It was reported that during a device check by the customer, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message, upon power up. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll (B)(4) confirmed the reported event and found that a load cell was defective. Zoll (B)(4) also observed that both sides of the head restraint cables were missing and the holes where the head restraints attach to the platform were plugged. The autopulse platform in complaint was returned to zoll (B)(4) on 02/04/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection was performed which found that the top cover's wire strands were cut and the front cover was cracked. The autopulse platform was powered on, however functional testing was unable to be performed due to the platform constantly displaying a user advisory 7 (discrepancy between load 1 and load 2 too large) code. Load cell characterization was performed which found that both load cells were over-reporting, causing the ua 7 code. Following replacement of the load cells, the platform was functionally tested and performed as intended. A review of the archive was performed which showed that multiple ua 7 codes occurred on the reported event date of (B)(6) 2015. Based on the investigation, the part(s) identified for replacement were the load cells as well as the top and bottom covers. In summary, the reported complaint of the platform displaying ua 7 codes was confirmed during functional evaluation as well as archive review. It was found that both load cells were over-reporting. Following service, including replacement of the load cells as well as the damaged covers, the device passed all testing criteria.